Event description:
Pt suffered cardiopulmonary arrest and acute mi on 5/1/97. Was intubated and placed immediately on ventilator. Pulse remained -40, required placement of external pacemaker. Pt remained unconscious-had seizure activity-was repositioned every 2h-pt has large pendulous breasts-pacer on almost continuously-up to 90 ma. Family elected pt be "dnr"- pt extubated and vent off 5/3/97-pt repositioned a 1 3/4 x 2 cm full-thickness burn noted off the right side of xyphoid's center area (burn occurred at edge of pacer).